Event description:
It was reported that during a ptca procedure on a rca with a partial occlusion proximally, and a severe lesion distally, the stent did not fully expand uniformly and then ruptured at 10atms. A perforation resulted in the mid portion of the rca. A stent was placed to repair the vessel.

Manufacturer narrative:
Evaluation summary follow-up #1: quality assurance analysis of the returned device revealed a longitudinal rupture in the balloon. Scratches were noted around the rupture location. The c-flex was separated and was not returned with the unit. Quality engineering determined the instructions for use were not followed with regard to inflation and deployment pressures. The balloon ruptured at 10 atm, and the rated burst pressure for this device is 8 atm. The scratches noted on the balloon likely occurred inadvertently during the manufacturing process. There is no indication that any divice defects were noted during preparation. Quality engineering has determined that no corrective action is warranted as the product instructions for use clearly indicate both stent deployment pressure and balloon rated burst pressure. A review of the device manufacturing records for this product lot did not reveal any non-conformities. As part of co's manufacturing and quality process all stent delivery systems are inspected during the final manufacturing phase to ensure proper device structure and integrity. Samples from each lot are visually, dimensionally and functionally inspected. This MDR is considered closed by the quality assurance department.